Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany.during the analysis of the history log files it could be detected that on (B)(6) 2019 an infusion was started with an infusion rate of 5 ml/hrs. And with a syringe b.braun ops 50ml. The infusion was interrupted by an error "plunger malfunction". This error occur, if the syringe plunger and the membrane of the piston plate sensor in the drive head lost the contact. The reason of this error could not be identified. The sample was subjected to a visual and functional examination. During the visual inspection of the perfusor space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No damages or residues of liquid were found. The device passed the self test with a positive result. A syringe could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. Further a long term test over 24 hours was performed. For the reported error, it could be found in previous investigations that this type of error could occur if a vacuum (high negative pressure) was created in the syringe or the syringe was manually removed from the piston plate. For an inside investigation the device was disassembled. No damages could be detected. The complaint could be not confirmed. During the investigation no mal function could be detected. The device works within the specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany: "overinfusion" customer information: syringe (bd 50ml) was filled with 50 ml calium. Infusion rate 5 ml/hr. After 30 min the infusion was interruppted by an error "plunger malfunction" (no contact to plunger plate) the syringe was empty and a distance between syringe plunger and drive head of approx. 8 cm was detected.